Manufacturer narrative:
The investigation was completed and no product returned. Asae/hematoma/minor bleed: patient was bleeding around repo sheath and hematoma formed. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a hematoma at the impella access site. The patient experienced a minor bleed around the repositioning sheath, which was addressed by deploying a femostop, and subsequently a hematoma formed. No reported interventions were performed to the hematoma. The device was later explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.